Event description:
It was reported the patients blood glucose level rose to 288 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin from the infusion site (leg). No treatment was provided.

Manufacturer narrative:
The received device had the cannula assembly deployed. During investigation, an internal leak was observed in the fluid path due to a tear in the soft cannula. This leak resulted in fluid diverting from the intended fluid path. Due to the damage on the internal portion of the soft cannula, the exposed portion of the soft cannula could not be tested to confirm the reported event.